Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) .

Event description:
Customer reported that the insulin pump is shutting off. The customer stated that it just goes to the off no power alarm without a low battery alert and issue is recurring every few days. Customer was using the recommended battery type and the battery cap is not damaged. The alarm history was checked to confirm the problem. Blood glucose value was 190 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.